Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device barrel clamp difficult to move and get stuck in open position. There was no patient involvement.

Event description:
It was reported that the device barrel clamp difficult to move and get stuck in open position. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c07. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device barrel clamp difficult to move and get stuck in open position was confirmed but not replicated during the investigation. The internal inspection of the suspect device found the internal frame of the barrel clamp assembly broken and the iui support bracket curved. Laboratory test results performed on the reported suspect device confirmed the syringe module internal frame of the barrel clamp assembly was broken. After replacing the part for a new production part, the device was tested with a preventive maintenance test, failing only the instrument inspection for a dent in the display, but other tasks were passed successfully. An attempt was made to replicate the issue to identify its root cause, but it was not successfully reproduced. The alaris technical service manual states in chapter 2 --- checkout and configuration in summary of warnings and cautions the next statement: if a device has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified service personnel to ensure proper functioning prior to reuse. Contact bd authorized service personnel if the instrument has physical damage, fails to satisfactorily pass the startup sequence, fails a self-test, or continues to alarm. The mechanism was disassembled during internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. There was no patient involvement. Notes to repair center: suspect syringe module s/n (B)(6) (w/o: (B)(4)) please, replace the internal frame of the barrel clamp assembly due to investigations results. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.